Event description:
It was reported that a homechoice automated pd set with cassette could not be connected and locked firmly with a transfer set. There was no patient involvement; therefore, no patient injury or adverse event was associated with this report. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The device was not available for evaluation and the lot number was unknown. If additional relevant information becomes available, a supplemental report will be submitted. This is the same event as in cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.